Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the tavr procedure, during the deployment of a 23mm sapien 3 valve, the valve did not appear to be fully expanded. Post deployment echo indicated moderate paravalvular leak (pvl). Post dilation was performed using the same delivery system, but the balloon did not look like it was touching the walls of the valve. The delivery system was removed and a second delivery system was prepared. While advancing the second delivery system through the sheath, the balloon separated/tore from the catheter. The delivery system was withdrawn without injury to the patient. A third delivery system was then prepared and used to successfully post dilate the valve. The procedure was completed without further complications and the patient was transferred in stable condition. There was no reported injury to the patient. No issues were noted during the preparation of any of the devices and the delivery systems were prepared with nominal volume. The native annular valve area measured 423mm2 by CT. Mild annular calcification, no native leaflet calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter measured 8mm x 9.3mm with no calcification and no tortuosity reported.

Manufacturer narrative:
Result: known inherent risk of procedure. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a kink in the flex shaft distal to the handle, likely due to the return packaging of the device. No other visual abnormalities were observed. During functional testing, the delivery system was able to be inflated in 6.55 seconds and deflated in 6.99 seconds, for a total inflation/deflation time of 13.54 seconds. This total inflation/deflation time met specification. In addition, no abnormalities such as leakage, or required excessive force were observed during the testing. Dimensional analysis of the outer diameter (od) of the inflation balloon was performed while the balloon was at full inflation. Measurements were taken at 0 seconds, 3 seconds and 20 seconds. All measurements met specifications. During manufacturing, the delivery system undergoes multiple 100% inspections. Product verification (pv) testing, based on a sampling plan, is also performed. During pv testing, de-airing was performed on finished devices. Inflation pressure and total inflation and deflation time is also measured. This lot of devices met pv specification. These inspections make it unlikely that pre-existing damage was present on the device prior to leaving the manufacturing facility. In this case, the complaint of the delivery system inflation difficulty was not confirmed based on the functional testing and dimensional analysis. No abnormalities were observed when inflating or deflating the delivery system. The inflation balloon od met specifications. No manufacturing non-conformances were observed in the returned device. A review of the relevant DHR, complaint history and lot history did not reveal any indication that a manufacturing issue contributed to this complaint. The exact root cause of this reported event cannot be confirmed. Successful completion of the post-dilation using an additional 23mm delivery system, suggests that it is not likely that incorrect sizing of the delivery system/valve for the patient¿s native annulus was a factor. However, there is a 1 mm tolerance in 23mm balloon diameter which may explain the difference in use of the additional delivery system. In addition, the native annular valve area measured 423 mm2, which is close to the maximum recommended area of 430 mm2 for a 23mm valve. Undersizing or oversizing of the thv can occur depending on the accuracy of the measurements for the native annular valve area. Procedural factors (inflation volume, hold time during inflation) can also influence the balloon inflation and valve deployment. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required at this time.